Event description:
The customer reported the system displayed a high ma error. No reports of pt or staff injuries.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator and filament circuits were recalibrated. The system was then found to be working as intended.